Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Upon startup and functional testing there were no errors. The handle was attached to a representative clamshell and adapter and fired successfully. Analysis of system logs noted no evidence of the reported condition. Additional analysis shows multiple evidence of field programmable gate array (fpga) reset/reprogram failures. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. Additionally, the investigation detected a unreported condition of an fpga reset/reprogram failure that has no relationship to the reported condition. The root cause of this condition was determined to be a result of a software error. When the fpga is unable to reset/reprogram, motor control is lost making the motor movements not possible. During initialization a motor test is performed. If the motor test fails, it results in a power pack error. Improvements have been initiated to mitigate this condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, the power handle showing end of life. Reboot was done to resolve the issue. There was no patient involvement.